Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. The medical affairs specialist spoke to the patient on the following month. The patient stated that she was unable to use the meter for several weeks, not original date, as stated by the reporter. On the day of the event, four days prior to original date, the patient went into a "diabetic coma". She could not remember any details of the event, such as symptoms, treatment, or the times of the event. When asked what her blood glucose was, she reported 104 mg/dl. The reporter had originally stated that the patient was admitted to the hospital and was treated with 2 units of lantus; however, the patient clarified that was not correct. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved. The patient alleged that she was unable to test for several weeks and during that time the patient fell into diabetic coma.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.